Event description:
It was reported that multiple cartridge alarms occurred. There was no reported impact to the customer's blood glucose level. No additional information was provided and the customer declined troubleshooting with tandem technical support.